Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted photographs confirmed the reported driveline damage. A specific cause for the damage could not be conclusively determined through this evaluation. The submitted photographs captured the driveline covered with multiple layers of rescue tape/wrap. Heavier layering of tape/wrap appeared to be present towards the middle and distal regions of the driveline. One of the photographs also captured some of the tape being pulled back, revealing damage to the underlying driveline outer jacket. Further review of the photographs did not reveal any exposed driveline wires. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) IFU,rev. B. Is currently available. Section 6, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C. Is also currently available. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This section also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Correction: section d4 ( expiration date and UDI corrected). Section h4: device manufacture date corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during regular follow up at in-patient clinic, it was observed extended damage to external part of the driveline ongoing for 11 years. Log files had been downloaded, and pump function was as expected without any alarm or malfunction observation. The patient was sent home after finishing the follow up.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was further reported that driveline repair was planned to be performed on (B)(6) 2024, but the patient refused so the repair was cancelled.